Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing two parts: the valve, manifold 2-way part number a-35002114-01 and wash zone manifold part number a-35001791-01. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated toxo igg results on the alinity analyzer. The following data was provided for a patient being followed up for pregnancy: sid (B)(4) initial 8.5, repeat negative (no specific data was provided). The sample was also negative on igm. The patient was confirmed igg negative on the architect. There was no impact to patient management reported.